Event description:
It was reported that a right ventricular (rv) lead impedance alert was triggered. Additionally, rv coil (rvc) and superior vena cava (svc) out of range (oor) alerts were reported due to impedances greater than 200ohms. The lead is still in use. No patient complications were reported as a result of these events.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.